Manufacturer narrative:
The insulin pump was received with broken end cap and loose drive support disk. Unable to perform functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to broken end cap. The insulin pump powered up properly no unexpected missing segment or partial display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that area near drive support cap was damaged due to dropping pump. Customer's blood glucose was 484 mg/dl. Customer was advised that insulin pump would need to be replaced.